Manufacturer narrative:
Unit evaluated and repaired by the distributor.

Event description:
It was reported by the distributor that the siderail was dropping quickly and not latching properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.